Manufacturer narrative:
Pharmacovigilance comments: the serious expected event of angioedema and unexpected event of upper airway obstruction were considered possibly related to the treatment. Serious criteria include the need for urgent intervention at emergency room. The non-serious expected events of discolouration, induration, vesicles at implant site and needle track marks were considered possibly related to the treatment. Potential contributory factors include hypersensitivity reaction. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering narrative: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-jun-2020 by a physician, which refers to a (B)(6) year-old female patient. Additional information was received from physician on 22-jun-2020 and 23-jun-2020. The patient had no reported medical history or allergies. The patient does not use any routine medications or products. The patient had previously received treatment with restylane lyft with lidocaine, sculptra aesthetic and dysport. On (B)(6) 2020, the patient received treatment with 1 ml restylane kysse (lot 17826), approximately 0.5 ml to each lip and face using unknown needle type and injection technique. One day later, on (B)(6) 2020, the patient reported that physician went so fast, that syringe left streak hole marks in face (needle track marks). Then, when her nose, lower cheek, etc. Began to swell and turn purple (implant site discoloration) that night, that she could not get through to anyone in the care center. The patient face and lips were so swollen (angioedema) that it was blocking airway via mouth and nose (upper airway obstruction) and caused her to visit the emergency room, but treatment details were unknown. 28 days later, on (B)(6) 2020, the patient now feels like steel rods (implant site induration) in mouth and surrounding areas and covered with blisters (implant site vesicles) that cannot deflate. The patient could barely keep her lips closed. The hcp stated that the swelling resolved per the email in (B)(6) 2020 (exact date unknown). The patient had contacted her hcp but no specific advice provided and hcp was not aware of treatment provided in ER. The feeling of rods and blisters were still there. Outcome at the time of the report: blocking airway via mouth and nose was recovered/resolved. Swelling was recovered/resolved. Purple was unknown. Streak hole marks in face was unknown. Feels like steel rods was not recovered/not resolved. Blisters was not recovered/not resolved.